Event description:
It was reported the subject device had a needle break during a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm or delay.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.